Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer was on vacation in the (B)(6) when he received the alarm. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.